Manufacturer narrative:
Inratio precision data provided by end-user lot: not available. First test inr = 5.2, second test inr = 4.6, third test inr = 4.3. Mean = 5.8; sd=0.46; %cv=9.8%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passed the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr= 5.2, second test inr=4.6, third test inr=4.3.